Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the evaluation is completed. Related MDR: 1219977-2015-00146.

Event description:
Surgeon reported that a graft that was implanted in the upper left arm for a failed fistula had clotted and had to be explanted.